Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the pharmacy had discontinued the order, but it was still visible on the patient¿s profile. The pharmacist requested assistance to cancel the order so that the new order could be accessed at the cabinet. The tss verified the order details and cancelled it to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, discontinued medication order was still showing as active on myqlink. The customer reported that the issue occurred when the user was trying to issue medications to a patient there were no adverse events or injuries reported based on this event.